Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had a connection issue. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion was found on the control body and connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation appears to have led to the component failure. Olympus will continue to monitor field performance for this device.